Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30335214 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 03 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the third of three reports. Refer to 9611594-2025-00037 for the first report, refer to 9611594-2025-00038 for the second report. It was reported, ¿3 fixations placed [on (B)(6)2025]. Post-placement advice given to the patient. Placement of gastrostomy which took place without difficulty. Patient a little painful during the procedure, addition of xylocaine. Patient seen on her return; dressing soaked in blood. Dressing undone, small venous bleeding in a sheet at the level of the orifice. Compression, then sc injection of adrenaline next to the bleeding which eventually dried up. Added coalgan wicks. Collar loosened at 7 above. Gastric fluid in collector. 4ml out of the 10ml reconstituted with 1 ampoule of 1ml of adrenaline. On (B)(6) 2025: bleeding still active despite exacyl on compress. 1 vial of exacyl administered via the gpr at the doctor's request + ice pack. During dressing change, a fixation fell out. Mdg informed and arrived in the department before 7am. 1g of paracetamol administered at 5:30am for pain at the gpr. On (B)(6) 2025: gastrostomy care seen this morning. The last two fixations fell out this morning during care. Gastrostomy orifice not gaping, very slightly inflamed, no induration. Slightly purulent discharge on the compress atb [antibiotics] 5 days augmentin. Transit resumed. Under macrogol 2 sachets/day."